Event description:
The device was used during a lobectomy. It was reported by the rep that during the lobectomy of artery/vene pulmonalis, staples of the device did not close correctly. Restapling was necessary. The pt consequence was not reported.